Event description:
The customer called in for help with her meter. While troubleshooting, it was discovered the meter was set in mmol. The customer did not allege any adverse events as a result of the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.